Event description:
It was reported, that: ceramic insert broken during primary joint replacement, resulting in delayed surgery. After the acetabular insert was implanted according to the standard method, it was found to be broken. The damaged insert could not be taken out, resulting in the cup falling off together. Patient outcome: prolonged surgery. Delay: unknown.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that: ceramic insert broken during primary joint replacement, resulting in delayed surgery. After the acetabular insert was implanted according to the standard method, it was found to be broken. The damaged insert could not be taken out, resulting in the cup falling off together. Patient outcome: prolonged surgery. Delay: unknown.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: it was reported, that: ceramic insert broken during primary joint replacement, resulting in delayed surgery. After the acetabular insert was implanted according to the standard method, it was found to be broken. The damaged insert could not be taken out, resulting in the cup falling off together. Patient outcome: prolonged surgery. Less than 30mins. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. This device is used for treatment. The liner and associated shell are compatible with each other. A visual inspection of the biolox delta liner 32mm 50-52mm (item: 650-0791 lot: 2019061246) is limited as only a small piece of the ceramic liner has been returned. This confirms the liner has fractured. A dimensional inspection cannot be carried out as the main part of the fractured liner has not been returned. The likely condition of the device when it left zimmer biomet is conforming to specification. The definitive root cause of this event cannot be determined with the available information. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. A review of the complaints database shows that we have received 2 reported events for implant fracture for the same item number 650-0791 prior to the reported event. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.